Manufacturer narrative:
The insulin pump was received with loud noise during vibrating due to vibrator motor adhesive not adhering to the vibrator motor holder. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the vibrating sensor had a different tone. The customer stated that something is loose in it. The customer stated that there is a deep rattle sound. The customer stated that the vibrate thing has shifted inside. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.